Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient¿s blood glucose (bg) and insulin history is as follows: (B)(6). The patient was vomiting so he decided to go to the hospital. At the hospital his bg reached 30.6 mmol/l (551 mg/dl) with mild diabetic ketoacidosis. He was placed on an intravenous therapy of 3 bags of fluids. He stayed in the hospital overnight and released the next day at 11:00 am. The pod was removed and it was noticed that the cannula was bent. The pod was worn between 4 and 24 hours on the abdomen.